Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported a patient underwent an initial shoulder arthroplasty. The patient was revised a year and a half post implantation due to glenoid loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown humeral tray, lot #: unknown. Item #: unknown, unknown humeral stem, lot #: unknown. Item #: unknown, unknown humeral bearing, lot #: unknown. Item #: unknown, versa dial head 50x21, lot #: 303720. Item #: 118001, versa dial taper, lot #: 398820. Item #: unknown, glenoid post, lot #: 512680. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.